Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead became wrapped around the patient's tricuspid valve. The lead was unable to be extracted and was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.